Event description:
A malfunction was reported by the customer, identified as malf 12, and had occurred at least three times. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to put the malfunctioning pump into storage mode and return it using a provided pre-paid label. A replacement pump with updated software was dispatched, and instructions for using a g7 sensor were given to ensure proper usage. The customer acknowledged and understood all instructions provided by technical support.